Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis machines did not display newly ordered patient. A technical support specialist (tss) dialed into the server and ran queries on the sample orders provided, identifying the rx order message component type not provided error, indicating missing component type information that can prevent pharmacy orders from being created or updated in pyxis. The customer was informed that this was the likely cause of some orders not crossing into epic. Further review confirmed that order (B)(4), a single component order, was successfully processed by pyxis es shortly after receipt, with the delay occurring upstream between electronic privacy information center (epic) and the bd carefusion coordination engine (cce) interface, while order (B)(4) had no messages received during the reported timeframe. Findings were communicated to the customer, and additional verification with the interface team was noted due to the reported delayed order availability. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, updated patient medications were not displayed on multiple pyxis machines across several areas during a specified time period. Customer reported being unable to view newly ordered medications on the pyxis systems, which prevented them from retrieving and administering the medications as intended. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.